Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that (2) ar-3636 1.8 knotless fibertak anchors would not cinch down all the way. Surgeon cut both anchor out and used 2 more anchors to complete the case. This was discovered during a slap bankart repair procedure on (B)(6) 2022. Additional information received on 7/27/2022: nothing broke inside the patient and surgery was completed with two other ar-3636 1.8 knotless fibertak without further issues.